Manufacturer narrative:
We received this information from a pleading in a civil law suit, otherwise we have no additional information about the incident.

Event description:
It was reported that a young child with severe learning and physical disabilities was strangled while using the activity chair, and subsequently died four days later.